Manufacturer narrative:
The pump housing is damaged by a hard mechanical impact. Therefore the anti twist bushing of the piston rod is broken and the pump housing is leaky. Due to this damage the pump could not be operated anymore - moreover testing was not possible.

Event description:
On (B)(6) 2013, it was reported that on (B)(6) 2013 the patient's infusion device was making loud noises and the patient's blood glucose level was elevated to 600 mg/dl. The patient corrected her blood glucose level via insulin injection. On (B)(6) 2013, the device was again making loud noises and the patient's blood glucose level was elevated to 400 mg/dl. She noticed that the piston rod had not contact with the cartridge plunger. The patient no longer has confidence in the device and thinks it delivers too low an amount of insulin. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.